Event description:
An infusion pump with an 812:02 failure code. Info was requested but details were not available regarding when the failure occurred, pt status, medical intervention, pt injury, medication involved, tubing product code, infusion rate or set up of the infusion device. Additional contact info was requested but no additional contact was provided.